Manufacturer narrative:
Review of this literature by moscarelli et al was found to be duplicate to that previously reported in MDR# 2025587-2019-00737. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: moscarelli et al. The effect of surgical versus transcatheter aortic valve replacement on endothelial function: an observational study. Int j surg. 2019 mar;63:1-7. Doi: 10.1016/j.ijsu.2019.01.014. Epub 2019 jan 28. Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the effect of surgical versus transcatheter aortic valve replacement on endothelial function. All data were collected from a single center between november 2015 to september 2017. The study population included 60 patients (predominantly female], mean age 81.1 years), 30 of which were implanted with medtronic mosaic surgical bioprosthetic valve and 30 with medtronic evolut r transcatheter bioprosthetic valve. No serial numbers were provided. One patient died during the transcatheter implant procedure after ventricle perforation followed by unsuccessful sternotomy and surgical correction. No further details were provided on this death. Based on the available information medtronic product may have been associated with the death.